Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the tip of the reamer had fractured off during the procedure. The fractured piece of the reamer was not returned. Additionally, the device shows signs of use and reprocessing (images 1-2). The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-1407lp low profile reamer fragment was broken off and left inside the patient. This was discovered during post-op cleaning. The surgical technician noticed the piece of the reamer was missing. The patient was taken to x-ray and the fragment was found on x-ray.